Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. Microscopic inspection of the first instrument noted presence of clips in the tube. However, it was observed that the pusher bar was buckled and the red indicator was visible in the window. Functional evaluation could not be performed as the safety interlock feature was engaged. Visual inspection revealed that the second instrument was fully fired with the red indicator visible in the window. Functional evaluation could not be performed because the instrument was engaged at the end of firing safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The device was being applied to the cystic duct. The device was not loaded, the clip did not come out from the first loading. The device was not fired at all. Another device was opened but the same event occurred. An event of shaking occurred in the two devices. The procedure was completed with a third device. There was no patient harm. The status of the patient is no problem.